Event description:
It was reported to philips the screen was black. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer stated the device is functional. However; the screen is blank. The customer inspected the cables and user interface (ui) assembly. The device has a 1st generation lcd and the rse advised procuring a 2nd generation ui assembly. The part number for the ui assembly was provided to the customer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/05/2022, 08/12/2022 and 10/11/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer contacted philips, as they were not able to order a replacement user interface (ui) assembly. The remote service engineer (rse) advised the customer to call rtac (remote technical assistance center) and discuss the problem with the device and the possible alternatives to ordering the entire ui assembly. The customer was provided with the part ids for replacement parts; in addition, the rse noted that the part ids provided were for updating the 1st generation user interface assembly to a 2nd generation user interface assembly. The customer was informed of the latest revision to the service manual (rev t).

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 09/21/2023, 10/05/2023, and 10/11/2023 for further details regarding the event; however, the customer was unable to provide any details regarding the resolution of the issue, as the device was still not been repaired. Per the servicemax record, the customer was provided with alternative part ids to repair the device, as the recommended part (user interface assembly) for repair is on backorder. The customer did not specify if they would use alternative parts to repair the device or wait for the backorder to become available again. The customer did not respond to additional inquiries performed. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.